Event description:
Healthcare provider reports: protime system inr results lower than reference lab. Protime inr 2.9 vs reference lab inr 5.0. Pt had complained of urinary tract bleeding due to catheter insertion (history) for prostate cancer. Pt admitted to the hosp after reference lab result of inr 5.0.

Manufacturer narrative:
(B)(4). MFR awaiting product return for eval.